Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-39644, related manufacturer reference number: 2017865-2021-39645, related manufacturer reference number: 2017865-2021-39647, related manufacturer reference number: 2017865-2021-39656. It was reported that the patient presented for a right ventricular lead (rv) revision procedure. The reason for the rv lead revision was unknown. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.

Manufacturer narrative:
The lead was returned for unspecified reason. As received, a complete lead with stuck guidewire was returned in one piece. Visual inspection found guidewire ptfe coating stripped in the connector pin. X-ray examination of the lead found bunched up inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
Related manufacturer reference number: 2017865-2021-39644 related manufacturer reference number: 2017865-2021-39645 related manufacturer reference number: 2017865-2021-39647 related manufacturer reference number: 2017865-2021-39656 it was reported that the patient presented for a device implant procedure on 20oct2022. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.